Manufacturer narrative:
This report is submitted on march 13, 2017, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the patient experienced poor performance and a lack of clinical benefit with device use. Reprogramming attempts were made; however, the issue could not be resolved. The device was explanted on (B)(6) 2017. It is unknown if there are plans to reimplant the patient as of the date of this report, march 13, 2017.